Event description:
It was reported that they sent in data files showing this arctic sun device had a failed mixing pump. Per sample evaluation results on 05dec2023, it was reported that the arctic sun device unit was primed to fill. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed visual and inspection and determined that the ac cca card and power module has degraded due to electrical overstress. Level sensor was not reading correctly during sanitization fill, initially short filled. Performed 2k pm service on the unit.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a weak circulation pump. The device was evaluated upon receipt. Unit was primed to fill. Serviced circulation pump. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a weak circulation pump. The device was evaluated upon receipt. Unit was primed to fill. Serviced circulation pump. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they sent in data files showing this arctic sun device had a failed mixing pump. Per sample evaluation results on 05dec2023, it was reported that the arctic sun device unit was primed to fill. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed visual and inspection and determined that the ac cca card and power module has degraded due to electrical overstress. Level sensor was not reading correctly during sanitization fill, initially short filled. Performed 2k pm service on the unit.